Event description:
The customer reported discrepant antibody screening tests when using biotestcell 3 in solidscreen ii on tango. Samples that previously had yielded negative results when tested on the existing tango optimo yielded suddenly positive reactions when tested on a new tango optimo during qualification. Three patient samples that had caused discrepant results were sent to us for quality control and the supposedly defective product was returned, too. The supposedly defective product the customer had returned could not be re-tested because the reagent red blood cells had leaked and were thus depleted. Therefore our quality control laboratory tested the retained sample of biotestcell 3 with the three patient samples and different positive and negative controls. The patient samples' test results could not be evaluated because these samples had also contained red cells and not only serum or plasma. Because the samples had been frozen, the red cells were hemolyzed and affected negatively the results of the antibody screening test. All positive and negative reactions of the controls were correct. We did not observe any false positive or negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Regarding the affected tango optimo, there is no indication for an instrument malfunction that might have contributed to the incident.

Manufacturer narrative:
This is our combined initial and final report on this incident.